Event description:
Medtronic received information that 4 years post implant of this annuloplasty ring, the patient presented with progressive worsening of shortness of breath, orthopnea and fatigue on exertion affecting his functional status. Evaluation confirmed the mitral valve developed a leak. The annuloplasty ring was explanted and replaced with a pericardial bioprosthesis device with no adverse patient effects reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the cloth covering on the band appeared slightly twisted with the stitching on the outflow aspect along the outer side of the band. Thick to thin layers of glistening off white pannus covered the band and sutures. Radiography showed no evidence of mineralization and/or fractures in the radiopaque stiffening band. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. Without the serial number of the product no device history could be pulled and reviewed. If additional information is received, a supplemental report will be submitted. (B)(6). (B)(4).